Event description:
Patient scheduled for egd, dilatation with anesthesia. Physician requested the hercules 3 stage wire guided balloon. The balloon would not inflate. Diagnosis or reason for use: abdominal pain.